Manufacturer narrative:
No device malfunction occurred. The customer requested that logs be pulled from (B)(6) 12:30 am to 1 :30 am for (B)(6). There was no report of patient injury or harm. Repeated attempts to contact the customer concerning whether there was an adverse event or emergent care provided were unsuccessful. Per the logs provided by the fse the patient had multiple asystole alarms during the time in question which will be considered as a serious injury. The field service engineer (fse), provided the system logs for (B)(6)2017 from 12:30 am to 1:30 am for (B)(6). A review of the logs show that the patient in (B)(6) started having asystole alarms around 00:26:38 on (B)(6)2017. There were ten asystole alarms annunciated in this time period which were silenced by the users between approximately 4 and 20 seconds. There were also desat, v-fib/tach, and brady alarms being annunciated which were also silenced by the users in a timely manner. There is no data to support a malfunction of the device to provide alarm annunciation per specification

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested that logs be pulled from (B)(6) 12:30 am to 1 :30 am for rm 922. There was no report of patient injury or harm. Repeated attempts to contact the customer concerning whether there was an adverse event or emergent care provided were unsuccessful. Per the logs provided by the fse (B)(6) the patient had multiple asystole alarms during the time in question which will be considered as a serious injury. Further investigation is needed to determine if any philips device caused or contributed to the adverse event or whether the patient expired. Per the logs provided by the fse the patient had multiple asystole alarms during the time in question which will be considered as a serious injury. Patient information was requested but none was provided.